Event description:
It was reported that the catheter perforated the coronary sinus during the attempt to implant the lead. A new lead was succcessfully implanted.

Manufacturer narrative:
No medwatch form was received.